Event description:
Caller states that he tested at 6:00pm with a result of 342mg/dl and took an extra 500mgs of metformin, 20mgs extra of glucotrol as well as extra 5 units of lantus insulin. He states later and passed out approx an hr after the symptoms appeard. He states that the paramedics were called and tested him at 140mg/dl on their device. He reports that he was in the hosp for 4 days, but treated for other hlth issues. No treatment for blood glucose reported. No qc were used. Requested return of suspect device and replacement was sent.